Event description:
It was reported that the patient experienced hot feeling and infection at the implant site, antibiotics (type not reported) were provided by patient's ent. The patient underwent revision surgery on (B)(6) 2019, surgeon excised skin over abutment and cleaned site with betadine then removing excess skin and pus. Idoform gauze applied around wound. Reportedly, the site healed and the patient is using the device without any issue.